Event description:
Exchange nailing was done due to nonunion of the fracture. A sign fin nail was removed and replaced with a sign standard (B)(4) nail with reduction of the nonunion. No indication of product defect.